Event description:
It has been reported that the device does not power on.

Manufacturer narrative:
This issue was previously investigated on pr (B)(4) but was determined to be not reportable, therefore an emdr was not submitted. The full investigation is housed in pr (B)(4).